Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical ptg (pateller tendon graft) procedure, two blades broke in the patient¿s knee. It was also reported that the procedure was completed using a different blade. No further information was provided. This report is for the second blade that broke.